Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that follow-up visits in 2006, the patient's daily dose was increased. At the visit in 2006, there was a refill volume discrepancy; 33.2 ml were in the pump. At one of the visits afterward (unspecified which) the refill volume was in range. The catheter had been replaced in 2006, (see manufacturer report 6000030-2007-00519). There was no apparent adverse event associated with the refill discrepancy.